Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the patient's surgery for an aortic valve replacement, the right atrial (ra) lead exhibited excellent thresholds, however, following the procedure, high thresholds were observed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead thresholds were rising. The lead was reprogrammed and remains in use.